Manufacturer narrative:
H3: product analysis for product ID:nim4cpb1 serial number: (B)(6) found that the device was returned with software version 1.5.4, the batteries were less than 2 years old. The software was upgraded from 1.5.4 to v. 1.6.4. Product analysis for product ID: nim4cm01 could not confirm customer complaint. The unit was successfully updated to v.1.6.4. The unit was received with upper/lower cable twisted. Missing rubber bumper. Worn housing and gasket and o-rings. H6:fdccode d02, fdr code c070601 and c070606 are applicable for product ID nim4cm01. Previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Additional codes: img codes g04058, g04070 and g04138 are applicable for nim4cm01 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4). H4: manufacturing date for product ID: nim4cpb1, serial #: (B)(6) and product ID: nim4cm01, serial#: (B)(6) are 2022-11-28 and 2022-12-13 respectively. Additional code img g02030 is applicable for product ID: nim4cm01, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure when the customer stimulates nerve, muscle, blood vessel or anything else, gets a positive response regardless of stimulus location. When the current is set below 1ma, there is no response (even in the nerve). Software upgrade is required current version was 1.5.4, but upgrade was impossible. The procedure was completed without the nim vital. There was no patient impact.